Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump was unable to perform occlusion test due to prime alarm. Insulin pump had missing address and serial numbers label graphic design and missing end cap sticker. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump while changing the reservoir. Her blood glucose was 103 mg/dl. During troubleshooting, the insulin pump restarted when the customer cleared the alarm. The customer stated the insulin pump was not dropped and the drive support cap appeared flush. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.